Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient experienced black stools for 5-6 days. The patient was hospitalized for diagnostic purposes and complete blood count demonstrated a drop in hemoglobin from 9.1 to 7.6 m/ul. The patient had a melanotic stool but there had not yet been visual confirmation of bleeding. Gastrointestinal was suspected as the source of the bleeding was not verified. The bleeding had not resolved and treatment was ongoing. There has been no change to antithrombotic regiment, no conclusive diagnostic studies, nor any blood products administer. Plan of care was pending and a colonoscopy and enteroscopy was scheduled for (B)(6) 2023. The patient was set to see gastrointestinal on (B)(6) 2023 for evaluation.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was later reported that the patient had concern of shortness of breath increasing with exertion. The patient was started on iron deficiency anemia (ida) on (B)(6) 2023. On (B)(6) 2023 the patient returned to the emergency department with shortness of breath and hemoglobin (hb) of 8.1. Enteroscopy and colonoscopy was to be preformed inpatient. On (B)(6) 2023 the only finding on the colonoscopy and enteroscopy was a single colonic angioextasia which was treated with argon plasma coagulation (apc). If anemia persists, video capsule endoscopy will be performed. On (B)(6) 2023 the patient was discharged home and the event resolved without sequalae.